Manufacturer narrative:
The troponin t stat reagent lot number was 74311200 with an expiration date of 31-jan-2025. The tsh reagent lot number was 68789700 with an expiration date of 31-may-2024. The calibration for both the troponin t stat and the tsh assays was acceptable. Qc recovery was within the customer's provided ranges. The alarm trace does not show any abnormality. The provided pre-analytical data showed that the spin time might be shorter than recommended and the spin speed might be faster than recommended. The field service engineer (fse) found that the cap open/close mechanism was out of alignment dragging on the packs and shaving the plastic that created static. He also found that the reagent wheel was not grounded. The fse cleaned the ground pathway for the reagent wheel and adjusted the cap open/close mechanism to specifications. He did a performance testing and the instrument was performing within specifications. The cause was due to a misaligned cap open/close mechanism and a non-grounded reagent wheel. The service actions (cleaning the ground pathway for the reagent wheel and adjusting the cap open/close mechanism) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's plasma samples tested with elecsys tsh assay and elecsys troponin t g5 stat assay and 1 patient's plasma samples tested with elecsys troponin t g5 stat assay on a cobas e411 immunoassay analyzer when compared to a different cobas e411 immunoassay analyzer. Sample 1 (patient 1): tsh: initial result: <0.005 uiu/ml (accompanied by a data flag). Repeat result: 3.31 uiu/ml (tested on the original e411). No questionable tsh results for sample 1 were reported outside of the laboratory. Troponin t g5 stat: initial result: <6.0 ng/l (accompanied by a data flag). Repeat result: 15.77 ng/l (tested on another e411). Sample 2 (patient 2) was tested on (B)(6) 2024 for troponin t g5 stat: initial result: 81.54 ng/l. 1st repeat result: <6.0 ng/l (accompanied by a data flag and tested on the original e411). 2nd repeat result: 83.13 ng/l (tested on another e411). 3rd repeat result: 83.39 ng/l (tested on another e411). No questionable troponin t results for sample 2 were reported outside the laboratory. The repeat troponin t result of 15.77 ng/l, the repeat tsh result of 3.31 uiu/ml for sample 1, and the repeat results of 83.13 ng/l and 83.39 ng/l for sample 2 were deemed to be correct.